Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim form and medical records received. After review of medical records, it was stated that the patient was admitted due to pain and was found to had developed post-op infection. Irrigation and debridement plus IV antibiotic treatment done on (B)(6) 2008. Subsequently, revision was made on (B)(6) 2008. Revision notes reported purulence between the liner and shell. The acetabulum was also found to be loose without osteal integration. The right hip area was swollen and reddened. Re-revision done on (B)(6) 2009 to remove the non-articulating antibiotic spacer and implantation of definitive implants; non-depuy devices were used. Moreover, during the initial hip replacement on (B)(6) 2007, the srom stem and sleeve were too tight in the bone so the srom stem backed out and femur over reamed to 12mm. A cable was used to avoid insertional fracture. In this course, it resulted to posterior avulsion of the greater trochanter. Later on (B)(6) 2007, an I&d and evacuation of hematoma was done and the avulsion was repaired. Doi: (B)(6) 2007 (cup, liner, sleeve, screws); doi: (B)(6) 2008 (head, stem). Dor: (B)(6) 2008; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. I device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.